Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant medical products: c3tr01 ICD, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the bi-ventricular implantable pulse generator (bi-v ipg) reached early elective replacement indicator (eri). The device was explanted and replaced. The right ventricular (rv) and left ventricular (lv) leads experienced increased thresholds and were found to be "buried" in the tissue with a deep fibrotic cover and thought to be therefore conducting poorly contributing to the early eri. The leads remain in use. No patient complications have been reported as a result of this event.